Manufacturer narrative:
(B)(4). The customer returned one opened cvc set with multiple components for evaluation. Signs-of-use in the form of dried biomaterial were observed on the returned components. Visual inspection of the returned dilator revealed the tip was severely deformed. Dried biomaterial was observed inside and outside the dilator tip, indicating the device was used. The appearance of the damage is consistent with undue force being applied to the dilator during insertion. The dilator body total length measured 101mm, which is within the specifications of 95.2-108mm per product drawing. The dilator body outer diameter (od) measured 2.83mm, which is within the specifications of 2.81-2.87mm per product drawing. The dilator tip inner diameter (ID) could not be accurately measured due to the damage. Functional inspection of the returned dilator was performed per the product IFU which states "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." A lab inventory guide wire was threaded through the dilator. Minor resistance was encountered at the damaged portions of the dilator tip. The dilator product drawing was reviewed as part of this complaint investigation. The instructions-for-use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage.". The customer report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual inspection revealed the tip was severely deformed. The damage appeared consistent with undue force being applied to the dilator during insertion. The returned dilator met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was initially reported the physician found the dilator tip damaged prior to patient use. Additional information was received on 01jun2023 from the customer that the issue occurred during patient use. There was no report of a patient injury or harm.